Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. In this case, the dissection was treated with add'l stenting (add'l therapy/ non surgical treatment). Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure in the left anterior descending artery, a multi-link vision stent was deployed. During deployment of the stent, a dissection occurred at the distal edge. A second multi-link vision stent was deployed to successfully treat the dissection. There was no adverse pt sequela. No add'l info was provided.